Manufacturer narrative:
The reported complaint of, "the autopulse platform (sn: (B)(4)) failed to power up using different batteries," was confirmed during functional testing. The root cause of the reported complaint was the defective processor board, likely as a result of normal wear and tear. The autopulse platform is a re-usable device, and was manufactured in november 2007, and it is 13 years old, well beyond its expected service life of 5 years. During visual inspection, the bottom enclosure was observed damaged with a broken screw fitting. Also, it was noted that the edges of the bottom enclosure were slightly scratched/chipped. The observed damages are unrelated to the reported complaint. The bottom enclosure was last replaced in 2017 for a similar issue; therefore, user mishandling cannot be ruled out as a root cause for the observed physical damages. The bottom enclosure was replaced to address the issues. Archive data could not be downloaded and reviewed because the autopulse platform failed to power up. During functional testing, the autopulse platform failed to power up; thus, confirming the reported complaint. Investigation revealed the processor board was defective, and it was replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the backlight of the lcd was defective and was not lighting up, likely as a result of normal wear and tear. The lcd was replaced to remedy the issue. Further functional testing revealed that the integrated encoder gearbox was defective, unrelated to the reported complaint. Investigation revealed that the end part of the drive shaft was pinched against the housing, which resulted in the drive shaft becoming stiff. This issue appeared to be the characteristic of harsh impact due to mishandling. The integrated encoder gearbox was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number: (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) failed to power up. The platform was tested with multiple fully charged autopulse li-ion batteries, however, the issue persisted. No patient involvement.